Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated, the MFR will file a f/u report detailing the results of the eval.

Event description:
The distributor reported on behalf of the hospital explaining that the listed device was sued with a pt, when the catheter was found to have twisted and became looped while in the pt. Surgical intervention was reportedly necessary to remove the catheter. Requests for add'l info regarding the device issue and intervention provided to the customer has been made. No add'l info has been provided. No permanent adverse effects to the pt reported.